Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient came in to emergency room with bradycardia due to potential loss of capture in ra. Device testing revealed possible dislodgement. Recommended further evaluation such as x-ray to locate lead positions. Device remains implanted. Should additional information be received, this file will be updated.